Event description:
On (B)(6) 2010, a surgeon was performing a transsphenoidal case on a (B)(6) male patient with a cusa and the tip became hot and created a 3mm 2nd degree burn on the right nare. Additional information was received from the rn stating that the cusa was used for less than ten minutes and the burn was discovered at the end of the procedure. The tip and handpiece became hot during the surgery. The rn stated that the surgeon wrapped a lap sponge around the handpiece so the surgeon could hold the handpiece. She stated that no injury to the surgeon occurred due to the handpiece being hot. The rn reported that normal saline was used along with the use of the tip and handpiece during surgery. Antibiotic ointment was applied in the patient's nare as a treatment to the 2nd degree burn. The patient outcome was reported as "ok" at the current moment and that the patient may end up with a scar.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.